Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood. Visual and x-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicates that high capture threshold resulted in loss of capture on both the right ventricular (rv) lead and the right atrial (ra) lead. An x-ray confirmed that both the rv and ra leads had dislodged.

Event description:
It was reported that the patient¿s right atrial (ra) lead and right ventricular (rv) lead exhibited high capture thresholds and poor sensing. During the repositioning procedure, the physician was not able to reposition either the ra or rv lead. The physician elected to explant both leads and replace them with new ones. The patient¿s condition remained stable.